Event description:
It was reported via phone call that the customer's insulin pump was showing 100 units of insulin were left, however there were only 20 units left. Customer also received excessive no delivery alarms. Customer's blood glucose level at the time 44mg/dl. Customer treated with food. Customer's blood glucose level at the time of the call 152mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump failed the displacement test due to an out of phase motor encoder signal. A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the basic occlusion test, prime test, rewind and excessive no delivery alarm test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.